Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 278 mg/dl and 115 mg/dl, 228 mg/dl, and 80 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The investigation unit transferred the drum to a retention meter which used up remaining 2 strips which could no longer be tested.